Event description:
A caller reported a minimum fill notification related to their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge as guided by support, but the issue persisted. Consequently, technical support escalated the matter for further assistance and approved a replacement for the customer.